Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that during a trial procedure, the patient was experiencing too much pain when the first lead was placed. The procedure was aborted and the patient was reportedly doing well. No device malfunction was suspected.